Manufacturer narrative:
B3 - date of event: used 10/01/2024 as the event date was not reported.

Event description:
It was reported that stent dislodgement occurred, requiring surgical intervention for removal. The target lesion was located in the very tortuous and non-calcified left external iliac artery. A 10.0x40x75cm express ld stent was used for stent placement. However, during the procedure, the stent would not cross the lesion from the contralateral approach. Subsequently, when attempting to withdraw the stent system out of the patient, it was noted that the stent had dislodged from its delivery system and was in the patient undeployed. The stent was successfully removed through a small cut down surgery, and the procedure was completed using an alternate method.